Event description:
The receiver/stimulator of the pt's implant was not tied down during the initial surgery. The receiver/stimulator migrated and the skin flap began to break down. A skin flap revision surgery was done. Postoperatively, the device partially extruded. The device was explanted and a new device was implanted. The pt was reported to be doing well with the new device.